Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and found that upon boot up screen was blank and beeping was heard from monitor. Fss removed and replaced advantech printed circuit board assembly (pcba), network adaptor pcba, ethernet cable, and hard drive. Fss performed feature activation for ellips fx handpiece as well as carried out the foot pedal and touchscreen calibrations. Fss restored doctor database from previous visit and completed necessary amo signature checklist. The unit passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported safe state error after case was finished, that after prime and tune of whitestar signature system an error 2012 (instrument host timeout error) occurred. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.